Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump touchscreen was cracked, the device was no longer watertight, and it became nonfunctional, prompting replacement and user education on backup therapy and data sync. Symptoms included no adverse clinical effects and no changes in blood glucose. Outcomes included device replacement, continued cgm use via dexcom app or receiver, and return of the original device. Investigation included review of user report, verification of shipping and return, and replacement logistics. Investigation of this case revealed physical damage to the touchscreen consistent with a broken or cracked display rendering the device nonfunctional and compromising the enclosure seal. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.